Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: complex extraction of a highly mobile leadless pacemaker. Heart rhythm case reports. 2024; 1¿3. Doi: 10.1016/j.hrcr.2024.09.009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the extraction of a highly mobile leadless implantable pulse generator (ipg). The authors described a patient who presented with urosepsis one year after leadless ipg implantation. Telemetry revealed recurrent non sustained ventricular tachycardia with a left bundle branch morphology and inferiorly directed axis. Subsequent device interrogation revealed a high pacing threshold. Diagnostic fluoroscopy was performed and revealed that the device was attached at only one tine and moving vigorously, high in the right ventricle. Extraction was difficult as they were unable to engage the retrieval button because the device was positioned superiorly and was freely mobile. The device was unable to be withdrawn into a sheath due to its horizontal orientation. Another sheath and snare were used and eventually they were able to reach the retrieval button and remove the device. A new leadless ipg was implanted. No adverse patient effects or additional product performance issues were reported.